Event description:
It was reported that this right atrial (ra) lead had exhibited out of range impedance measurements below 200 ohms. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).